Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera pro video system center did not have image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Additional information received from the reporter indicating, the device was inspected for a diagnostic procedure, the reported issue occurred immediately after starting to use the device. It was also indicated that the intended procedure was completed with a similar device with no delay or consequences to the patient. An event date was also provided. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. Combining otv-s7pro, clv-s40pro, images were checked in low-and high-temperature conditions, tested vibrations to the housing and connectors, and aged for more than 8 hours. However, the reported device problem was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A preventive repair was recommended for electrical boards (ap boards and rf boards) which were not repaired in the past and related to the control of the endoscopic images. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.